Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;fill estimate was inaccurate. There was no impact to the customer&#38112;blood glucose levels. Customer was advised of variables that could contribute to inaccurate fill estimates.